Manufacturer narrative:
(B)(4). Correction: upon further investigation by baxter, this event has been determined to be non-reportable.

Event description:
The facility representative reported a colleague infusion pump with a condition of "failed flow accuracy check during calibration." The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During baxter quality engineering review of the event history on june 30, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failed flow accuracy check during calibration was confirmed and reproduced. The reported condition was due to a out of calibration phm (pump head module). The phm was re- calibrated to correct the reported condition. (B)(4).